Event description:
It was reported by the user site that "atec is not acquiring tissue samples once the needle has been placed in the breast," during an atec biopsy procedure on november 20th, 2025. It was further reported that the user site attempted to troubleshoot by trying a second needle from the same lot but had the same result. The user site reports that they are "quite sure the issue is with the atec and not the handpieces." The patient procedure was not completed. The user site was provided with an exchanged rm-atec sapphire to replace the rm-atec pearl. No further information is currently available.